Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ es refrigerator failed frequently, preventing user from removing the required medications. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ es refrigerator failed frequently, preventing user from removing the required medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator bin was failed. A field service engineer (fse) investigated and found that the module 2.1 consistently failed during hardware test application (hta) delight, causing blinking and errors. The iraq board for module three, which controls drawer module 2.1, was replaced. After the replacement, the drawer's operation was verified to be functioning properly. The unit was then released to the customer. Proper operation was also tested and verified through the hta self-test. The system functioned as intended after the field service engineer repaired the device.